Event description:
It was reported when using the bd precisionglide¿ needle, the device experienced a clogged needle. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: customer informs that went to apply the drug to the patient, and did not leave, noticing that the needle was clogged.

Manufacturer narrative:
D10: returned to manufacturer on: 2021-12-09. Investigation summary samples received for investigation, upon evaluation clogged needle is confirmed. Vision system adjustment was observed that could potentially be related to the failure. An adjustment has been performed on the vision system for the product related to this complaint, so the incident may have happened before the adjustment was made. No additional action will be taken at this time. The batch history was checked and it was noted that the production period occurred between july 04 and 08, 2020. In-process inspections were performed according to the control plan.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd precisionglide¿ needle, the device experienced a clogged needle. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: customer informs that went to apply the drug to the patient, and did not leave, noticing that the needle was clogged.